Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03-apr-2018 with the following findings: evaluation revealed a crack in the battery compartment. Evaluation also revealed that the battery cap was stripped and was unable to secure to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Animas corporation (B)(4).

Event description:
The pump was returned for investigation. Evaluation revealed a crack in the battery compartment. Evaluation also revealed that the battery cap was stripped and was unable to secure to the pump. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 03-apr-2018.